Event description:
On (B)(6) 2012, abbott point of care was contacted by a customer regarding I-stat g3+ cartridges that yielded a suspected discrepant result of 3.7 potassium (k) on a pt. The pt was experiencing cramping. The pt went in for a medication check on (B)(6) 2012 at which time, the doctor disconnected k. Based on the info available at the time, there were no injuries associated with this event.

Manufacturer narrative:
(B)(4). Preliminary investigation on retains testing indicates that there is no product malfunction at this time. Full investigation is pending.